Event description:
As stated by the customer on the (B)(6) 2010. The resident was being transferred from a chair to a bed when the left leg sling clip detached from the lifter. The resident had just moved away from the chair when they slid through the opening and onto the floor. The resident suffered bruising on his shoulders. (B)(4).

Manufacturer narrative:
We are reporting according to (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab (B)(4) on behalf of our sales and distribution company in the USA, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.